Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's x-ray results were not available when the patient met with the rep. The patient stated their pain at the battery site started a couple months ago. The rep changed the patient's pulse width and rate to provide a softer more constant stimulation. The patient reported that their three episodes of intense stimulation happened within the last month and a half. The patient isn't sure exactly when. The cause is currently unknown, and the patient does not have any impedance issues present. The patient has been reprogrammed to address their intense stimulation. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was having pain at the battery site. The patient has also experienced three episodes of intense stimulation. The patient is getting an x-ray done on (B)(6) 2019 and will have the battery assessed on (B)(6) 2019. At the physician¿s clinic. There were no surgical interventions planned or performed. There were no further complications reported.